Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer had some bad sites and her blood glucose level had gone up. Customer went into diabetic ketoacidosis and was hospitalized on (B)(6). Customer was retrained on (B)(6) 2016, by a diabetes clinical manager and customer stated that they went over a couple of things. Customer also changed to a new infusion set, which she stated should be arriving tomorrow. Customer stated that everything seems to be better. Customer has met with her endocrinologist and they were very pleased as well. Customer declined to speak with the help line.